Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. The customer declined further follow up from tandem technical support.